Event description:
It was reported that during an implant procedure, it was noted that the left ventricular lead was extremely challenging due to only one very angulated target distally with high pacing thresholds. The lead was implanted. The patient was enrolled in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).